Manufacturer narrative:
Additional information was received. B7 was updated. Per the physician, the perceived root cause of the ventricular tear may be due to manipulation when crossing the annulus.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Procedural factors (possible no bav, additional force used while crossing the native valve) was the likely cause for the ventricular tear by the guidewire and resulting patient death. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), during implant of a 23mm sapien 3 ultra valve in the aortic position using transfemoral approach, the delivery system was pushed hard while crossing the native valve due to severe aortic stenosis. The patient then became hypotensive and went into cardiac arrest (pea). Echocardiography showed a massive pericardial effusion from a ventricular tear by the guidewire. The pericardial effusion was drained without success. The valve was not implanted, so the entire system was removed from the patient according to IFU, with pullback from the femoral artery. After forty minutes of resuscitation attempts, the patient expired.

Manufacturer narrative:
B1 and h6 (type of investigation, investigation findings, investigation conclusions) were corrected. The devices were not returned to edwards lifesciences for evaluation. Therefore, visual, functional, or dimensional analysis could not be performed. DHR review did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other similar complaints. The IFU, device preparation training manual, and procedural training manual were reviewed for instructions/guidance for preparation and use of the devices. Per the procedural training manual, crossing native valve: ensure the flex catheter tip is flush with the thv for support during crossing. Do not force the thv. Use wire tension and distal flex proactivity to help cross the first time. Use short movements to prevent jumping of the thv into the ventricle. Use rao or ap projection to ensure wire position is maintained in the ventricle. Potential challenges: unable to track arch, unable to cross valve. Initial technique: proactive wire tension and distal flex. Stiffer wires may bias to outer curvature but provide more pushability. Note: pushability is improved with less flexing. Reducing flex and managing wire may also help with crossing. The wire must extend beyond the distal end of the delivery system and the stiff portion of the guidewire should be incorporated in the curved section of the wire at all times. Factors that can make it difficult to cross: heavy calcification, wire bias into commissure, horizontal aorta, tortuous thoracic aorta, flex catheter kinked, inadequate bav. Techniques to help with crossing: make sure the wire is correctly, extended at the apex, pull tension on the wire or reposition, add or remove some flex, pull the system back and readvance, exchange for stiffer wire, buddy balloon. Note: adding some distal flex may help in crossing the native valve. Note: when thv is crimped for retrograde approach, adding small amount of fluid to the delivery system inflates the distal balloon and may help facilitate crossing. Be careful at this step to not inflate too much that it inflates the valve. No IFU/training deficiencies were identified. During manufacturing of the delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing nonconformances contributed to the reported events. The complaint was unable to be confirmed. Due to unavailability of the device, engineering was unable to be perform any visual, functional, or dimensional analysis. Therefore, a manufacturing nonconformance was unable to be determined. A review of DHR, lot history and manufacturing mitigations revealed no indication that a manufacturing nonconformance contributed to the complaint. A review of IFU/training materials revealed no deficiencies. Per the report, the physicians had to push the delivery system due to severe aortic stenosis. The high degree of aortic calcification can make the pathway more challenging as the delivery system tracks through the anatomy. Subsequently this can lead and contribute to the reported difficulty felt when attempting to position the delivery system around the native annulus. As the complaint device was not provided, a definitive root cause is unable to be determined. However, available information suggests that patient factors (calcification) may have contributed to the reported event. The complaint for navigate and position catheter to target location, difficulty or inability to cross native annulus and/or bioprosthesis was unable to be confirmed. No manufacturing non-conformances were identified during the evaluation. While a definitive root cause is unable to be determined, available information suggests that patient factors (calcification) may have contributed to the reported event. No labeling, training, or IFU deficiencies were identified. Therefore, no corrective and preventative action nor risk assessment is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.